Event description:
It was reported by a patient that one of her smiths medical pumps presented a high pressure alarm. She switched pumps and started new cassette and it was ok for a while and then high-pressure alarm was on again. Infusion was not interrupted and patient did not find any blockage or kink in the tubing. Patient was advised if she would have a high pressure alarm, again, she would need to go to hospital to fix her IV line be it might be dislodged or may need repair. She verbally understood. No other information provided. No adverse patient effects were reported.

Manufacturer narrative:
No product was returned; however, the pumps operators manual indicates (see user manual section "(references)" that the pump will alarm "high pressure" if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A DHR review could not be performed in that no specific product was identified. No serial number was provided. If the product is returned, smiths medical will reopen this complaint for further investigation.